Manufacturer narrative:
B3: event date is estiimated.

Event description:
Related manufacturer report number: (B)(4) it was reported that the patient has pain at the ipg site and the patient's leads have high impedances. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.